Event description:
The customer reported that the system would lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.